Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using a lantern delivery microcatheter (lantern) and a neuron select catheter 5f (5f select). During the procedure, while advancing the lantern through 5f select, the physician broke the hub off the proximal end of the lantern. Therefore, the lantern was removed. The procedure was completed using a non-penumbra microcatheter and the same 5f select. There was no report of an effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture distal to the strain relief. If the lantern is advanced at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed an additional fracture and ovalization on the catheter shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.